Manufacturer narrative:
The customer returned the suspected contour® plus elite meter serial # (B)(6), and contour® plus test strips lot # dp4fqhh05a, for evaluation. The lot # of the returned test strips was different from the one associated with the event, which was 4gqhh01a. Therefore, an in-house testing was performed with the returned meter and returned test strips using blood spiked with glucose at 135 mg/dl and 68 mg/dl, as determined by the ysi instrument in five replicates each. Additionally, the returned meter was tested with in-house contour® plus test strips from lot # 4gqhh01a using blood spiked with glucose at 135 mg/dl and 68 mg/dl, as determined by the ysi instrument in five replicates each. All tests recovered within the fit-for-use limits and were properly stored in the meter's memory.

Manufacturer narrative:
A device history record was reviewed for the suspected contour® plus elite meter with serial # (B)(6) and no manufacturing anomalies were found. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® plus elite meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. Sku # 7888 of the contour® plus elite meter is only available in mexico; therefore, the UDI # is not applicable. Contour® plus elite meter is similar to the contour® next gen meter available in us market. Therefore, product code nbw and most recent 510 (k) # k223293 associated with the contour® next gen meter marketed in us were captured in sections d2b and g4 respectively. The device was distributed outside the us, therefore, no gudid information exists.

Event description:
A customer from mexico called ascensia customer service to seek assistance with the contour® plus elite meter. During the troubleshooting, it was found that after replacing the meter's battery, one of the customer's blood glucose readings was not stored in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.